Manufacturer narrative:
No pt info provided as no pt was involved in this concern. On 04/16/2014 new info was reported deeming this event requires filling a 3500a. Device mfg date is unavailable at this time. Medtronic investigation of returned suspect device finds that the tracking was normal throughout the volume during functional testing. The positioning sensor unit (psu) failed an accuracy assessment kit (aak) test at .85 mm with minimal line separation of .65 electrical failure, camera failed diagnostic test. Directly caused event.

Manufacturer narrative:
Device manufacturing date provided.

Event description:
A site rep, biomed, reported that the navigation system camera was intermittently tracking after 6 feet when on for more than an hour. The site would move the camera in the direction of the reference frame to track the frame. There was no pt present when this issue was identified.